Event description:
A malfunction alarm, identified as malf 12, was reported by the customer with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump and assisted the caller with the process, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.